Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the user awoke to find the ilet device physically cracked with an unresponsive screen, consistent with a device mechanical damage and display failure involving the user interface/display component. Symptoms included none, and blood glucose was reported in range without hypoglycemia or hyperglycemia. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of user-provided photographs and device information. Investigation of this device revealed external physical damage to the device consistent with impact or stress, resulting in loss of screen responsiveness, with no evidence of device-generated alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage not related to a manufacturing or design defect.